Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a post implant device check. Upon review, the implantable cardiac monitor exhibited multiple false pause episodes due to undersensing. Programming changes were made. The patient was stable throughout.